Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A helifx endoanchor was implanted in a patient for the endovascular treatment of a type 1a endoleak that occurred during the index procedure to implant an endurant iis stent graft. It was reported that during the index procedure, the endoanchor was difficult to detach from the applier after the forward button had been pressed for the second time. It was stated that the back light was flashing indicating that the device was deployed. The physician then turned the applier counterclockwise to release the anchor which was released straight away. It was reported that the anchor looked bent on the last spiral at the back end of the screw. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine. The ia endoleak was resolved with the implantation of the endoanchors.

Manufacturer narrative:
Conclusion code updated. If information is provided in the future, a supplemental report will be issued.